Event description:
Patient's roomate contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014 on behalf of a patient. At the time of the call, dexcom technical support advised to have his roommate call back.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.